Event description:
An international distributor reported their customer's AED would not power on, but it powered on with a spare battery. They reported this did not occur during patient use.

Manufacturer narrative:
The investigation into the log history files associated with this complaint is underway and the root cause is not currently known. Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service.